Event description:
The surgeon placed the specimen into the endo catch and closed the pouch by pulling the string. At this time the ring that holds the endo catch open broke at the distal tip. The specimen was able to be removed as the bag sealed properly. However, a small piece of plastic broke off the tip at the point where the ring separated and fell into the abdomen. The surgeon was able to find and remove.

Manufacturer narrative:
(B)(4). (B)(4).